Event description:
On july 11, 2022, a notification was received indicating that a patient, listed on the shoulder arthroplasty registry, is experiencing worsening pain. An x-ray shows a dislodged glenoid component. Surgeon has scheduled the patient for a revision surgery to an rsa on (B)(6) 2022. Original surgery took place on (B)(6) 2020. Additional information received on 7/12/2022: during surgery on (B)(6) 2020, a total of (B)(4) arthrex devices were implanted. An ar-9301-03 eclipse cage screw large, lot number 19.00501, an ar-9301-43cpc eclipse trunion, lot number 18-01245, an ar-9343-16 eclipse humeral head, lot number 1917001, and an ar-9106-01 univers vaultlock glenoid. As of now, nothing has shown to be broken inside the patient but there's as dislodgment of glenoid prosthesis. Additional information received on 7/25/2022: according to facility representative, patient experienced cardiac events during the pre-op area and revision surgery did not take place. At this time, it is unknown if the patient will undergo revision surgery. Additional information received on 12/30/2022: the revision surgery that was to take place on (B)(6) 2022, was cancelled due to cardiac co-morbidities. No further information has been provided.

Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to a patient-specific event.